Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using a 10f amplatzer trevisio intravascular delivery system. The size of the oiginal defect hole was maximum 19mm and measured 22mm with stop flow of sizing balloon. During procedure, the left atrium (la) disc became a cobra head due to the narrow la ceiling. After repositioning within the la, the cobra head resolved but fell into the right atrium (ra) and could not be placed. Upon retrying, the ra part became a cobra head, it got removed and reattempted. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer septal occluder was chosen and successfully paced. There was no adverse patient effect.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. It was indicated that there was an anatomical interference, there was no angulation or kink in the delivery system upon deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, a cause of the reported incident could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred.